Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was found to be defective prior to use. The issues identified included improper loading, the lens being stuck in the cartridge, and a broken haptic. The lens had not been in contact with any patient and was not implanted. However, the customer provided a photograph which appears to show a lens in the patient's eye with a broken haptic. No other information was provided.

Manufacturer narrative:
Section a2, a3a,a3b, a4, a5, a6: information unknown/not provided. Section d6a - implant date: unknown/not provided. Section d6b - explant date: not applicable, there is no indication the lens has been explanted. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.